Event description:
It was reported, following a cardiac catheterization and interventional procedure, a 6f angio-seal vip was used. Post procedure, the patient developed femoral artery occlusion at the puncture site. The patient underwent surgical intervention to repair the dissected femoral artery. The surgeon's operative note stated there was an intimal dissection of the right femoral artery. The angio-seal was intra-arterial. The angio-seal was removed and the patient did well post operatively.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined, however, the surgeon's operative notes stated the angio-sela was intra-arterial. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.